Manufacturer narrative:
Correction: b5.

Event description:
On 10/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid retention. During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of shortness of breath (dyspnea) while in the community. Radiological studies determined the patient was retaining fluid, and the hospital nephrologist ordered the placement of a temporary hemodialysis (hd) catheter (not a fresenius product). The patient underwent three hd treatments while admitted facilitating rapid fluid removal, and the patient¿s dyspnea subsided. The pdrn stated the patient was discharged home on (B)(6) 2025 in stable condition and resumed utilizing the same liberty select cycler without reported issue. During follow-up, the pdrn reported after speaking with clinical services, it was determined the patient¿s liberty select cycler did not malfunction. Instead, further evaluation led the nephrologist to suspect peritoneal membrane failure may be occurring. The patient was discharged on (B)(6) 2025 and will undergo adequacy testing over the next several days to determine if continuing pd therapy is appropriate for the patient. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler at home.

Event description:
On 10/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid overload (initially reported as fluid retention). During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of shortness of breath (dyspnea) while in the community. Radiological studies determined the patient was retaining fluid, and the hospital nephrologist ordered the placement of a temporary hemodialysis (hd) catheter (not a fresenius product). The patient underwent three hd treatments while admitted facilitating rapid fluid removal, and the patient¿s dyspnea subsided. The pdrn stated the patient was discharged home on (B)(6) 2025 in stable condition and resumed utilizing the same liberty select cycler without reported issue. During follow-up, the pdrn reported after speaking with clinical services, it was determined the patient¿s liberty select cycler did not malfunction. Instead, further evaluation led the nephrologist to suspect peritoneal membrane failure may be occurring. The patient was discharged on (B)(6) 2025 and will undergo adequacy testing over the next several days to determine if continuing pd therapy is appropriate for the patient. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of fluid retention, characterized by dyspnea, which warranted hospitalization and emergent hd therapy. The nephrologist attributed causality to possible membrane failure and ordered adequacy testing to determine if the patient will continue to undergo ccpd for rrt. Fluid retention is a common finding among hemodialysis patients and is frequently multifactorial in its etiology. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no confirmed report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 10/jan/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid retention. During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of shortness of breath (dyspnea) while in the community. Radiological studies determined the patient was retaining fluid, and the hospital nephrologist ordered the placement of a temporary hemodialysis (hd) catheter (not a fresenius product). The patient underwent three hd treatments while admitted facilitating rapid fluid removal, and the patient¿s dyspnea subsided. The pdrn stated the patient was discharged home on (B)(6) 2025 in stable condition and resumed utilizing the same liberty select cycler without reported issue. During follow-up, the pdrn reported after speaking with clinical services, it was determined the patient¿s liberty select cycler did not malfunction. Instead, further evaluation led the nephrologist to suspect peritoneal membrane failure may be occurring. The patient was discharged on (B)(6) 2025 and will undergo adequacy testing over the next several days to determine if continuing pd therapy is appropriate for the patient. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered and continues to utilize the same liberty select cycler at home.